Manufacturer narrative:
E.1 initial reporter phone #:(B)(6). H.6 investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2188027. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii IV catheter experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from japanese to english: "on (B)(6) 2023, the child came to the outpatient injection room for infusion treatment, opened a new closed intravenous indwelling needle, and found mold-like pollutants on the heparin cap of the indwelling needle. The nurse on duty immediately replaced the indwelling needle and then performed venipuncture on the child, and explained the situation to the family members of the child. It did not bring any adverse effects to the child, and the parents of the child gave their understanding." " prn with dark spots on appearance"